Event description:
During ciliary brushing, scope stopped flexing downward. Scope withdrawn immediately and inspected, no visual defect but unable to flex downward still, equipment switched to a new scope and procedure completed.